Manufacturer narrative:
The service history of the (B)(6) verifies no subsequent issues have been reported related to false reactive architect hiv ag/ab combo, rubella igg, syphilis, cmv igm, havab igg, and chagas results. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, (B)(6).

Event description:
The customer observed false reactive results generated from architect i2000sr processing module for multiple patients during (B)(6)2024. The results provided were: on (B)(6) 2024 sid (B)(6) hiv initial=7.794 s/co (> or = 1.00 s/co=reactive)/repeated after re-centrifugation=22.923 s/co. On (B)(6) 2024 sid (B)(6) rubella igg initial=8.569 s/co (5.0 to 9.9 iu/ml=grayzone) /repeated=21.293 s/co (> or = 10.0 iu/ml=positive) /repeated after re-centrifugation=9.616 s/co. (B)(6) 2024 sid (B)(6) syphilis initial=3.28 s/co (> or= 1.00 s/co=reactive) /repeated=0.09 s/co /repeated after re-centrifugation=0.08 s/co. (B)(6) 2024 sid (B)(6) cmv igm initial=4.35 s/`co (> or =1.00 s/co=reactive) /repeated=0.11 s/co /repeated after re-centrifugation=0.09 s/co. (B)(6) 2024 sid (B)(6) cmv igm initial=5.63 s/co /repeated=0.14 and 0.15 s/co. (B)(6) 2024 sid (B)(6) havab igg initial=1.92 s/co (> or =1.00 s/co=reactive) /repeated=7.22 s/co /repeated after re-centrifugation=1.97 s/co. The customer stated the one false reactive chagas out of 2545 cases during (B)(6). No data provided by the customer for chagas. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive results generated from architect i2000sr processing module for multiple patients during (B)(6) 2024 through (B)(6) 2024. The results provided were: on (B)(6) 2024 sid (B)(6) hiv initial=7.794 s/co (> or = 1.00 s/co=reactive)/repeated after re-centrifugation=22.923 s/co. On (B)(6) 2024 sid (B)(6) rubella igg initial=8.569 s/co (5.0 to 9.9 iu/ml=grayzone) /repeated=21.293 s/co (> or = 10.0 iu/ml=positive) /repeated after re-centrifugation=9.616 s/co. (B)(6) 2024 sid (B)(6) syphilis initial=3.28 s/co (> or= 1.00 s/co=reactive) /repeated=0.09 s/co /repeated after re-centrifugation=0.08 s/co. (B)(6) 2024 sid (B)(6) cmv igm initial=4.35 s/`co (> or =1.00 s/co=reactive) /repeated=0.11 s/co /repeated after re-centrifugation=0.09 s/co. (B)(6) 2024 sid (B)(6) cmv igm initial=5.63 s/co /repeated=0.14 and 0.15 s/co. (B)(6) 2024 sid (B)(6) havab igg initial=1.92 s/co (> or =1.00 s/co=reactive) /repeated=7.22 s/co /repeated after re-centrifugation=1.97 s/co. The customer stated the one false reactive chagas out of (B)(4) cases during (B)(6) through (B)(6). No data provided by the customer for chagas. There was no reported impact to patient management.